Event description:
New information received notes the event was resolved. The patient condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed. The patient is doing well. No further information is available.